Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced broken around the battery compartment. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and crack on the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partially broken retainer ring. Unable to perform the displacement test or lock test p-cap into reservoir compartment due to damaged retainer ring. Pump passed active current measurement and self test. Pump failed sleep current measurement due to high current reading, problem isolated to moisture damage on the pcba 1 and corrosion in the battery tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, rapid decay of external aa battery was noted, problem isolated to corroded battery tube. No alarms or alerts noted during testing; however, battery removed on (B)(6) 2023 at time 11:12:45.000, low battery alert on (B)(6) 2023 at time 10:56:00.000, failed battery test on (B)(6) 2023 at time 02:05:48.000, and battery out limit on (B)(6) 2023 at time 10:55:29.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Corroded battery tube was also noted during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing o-ring (reservoir tube), partially broken retainer, and pillowing keypad overlay. Cosmetic damage was not confirmed at the battery compartment; however, other cosmetic damage was noted. Device heating up was not confirmed during analysis. Battery cap contact missing/damage was confirmed due to metal contact detachment from battery cap. Unexpected battery power loss confirmed due to high sleep current, problem isolated to moisture damage on the pcba 1 and corrosion in the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.